Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: (B)(6) catheter. (B)(4).

Event description:
It was reported that the patient¿s previous physician gave her too big of a dose. It was stated that the patient was over-sedated and went into a coma. She couldn¿t remember a stretch of twenty days. The physician chose to shut down the pump because he didn¿t want to ¿mess¿ with it. At the time of report, the pump had been shut off for 1092 hours and 15 minutes, which was presumed to be since (B)(6). Additionally, ¿stopped pump period may exceed tube set¿ was also seen in the pump logs. The current physician wanted to perform a refill, but was unsure what was currently in the catheter. The pump had previously contained a 10mg/ml concentration of morphine, but interrogation showed that 10ml saline was in the reservoir. Upon attempting to aspirate the reservoir, it was found that there was no fluid present. The physician decided to refill the pump with a 5mg/ml concentration of morphine and sent the patient to the hospital for 23 hours of observation. It was noted that the patient was started at a rate of 0.48mg/day.